Event description:
During nasojejunal feeding tube placement, the physician selected a cook nasal jejunal feeding tube. It was reported that the user advanced the olympus gifh290 to the descending duodenum and inserted the wire guide from njft-8 package. The wire guide reached the distal duodenum without issue. Following the wire guide, the njft-8 was advanced to the horizontal duodenum. Upon reaching this position, the wire guide was slowly retracted. At approximately 50 cm, significant resistance was encountered, preventing further retraction or advancement of the wire guidee. Manipulation of the njft tube also encountered substantial resistance. Ultimately, after forcibly retracting the wire guide, endoscopic examination revealed the njft tube had fractured at its distal end. Following replacement with another njft-8, the feeding tube placement was successfully completed. The broken segment was retrieved using foreign body forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all nasal jejunal feeding tubes are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. In the report they stated the following: "the user advanced the olympus gifh290 to the descending duodenum and inserted the wire guide from njft-8 package. The wire guide reached the distal duodenum without issue. Following the wire guide, the njft-8 was advanced to the horizontal duodenum. Upon reaching this position, the wire guide was slowly retracted. At approximately 50 cm, significant resistance was encountered, preventing further retraction or advancement of the wire guide." This placement method does not align with the instructions for use for this device and is the most likely cause of this report. The IFU states: ¿pre-load wire guide, floppy tip first, through nasal jejunal feeding tube. Advance pre-loaded feeding tube and wire guide unit through accessory channel of previously placed endoscope until it reaches third or fourth portion of duodenum. Once feeding tube is in proper position, slowly withdraw endoscope making sure to keep feeding tube in place. Note: distance markings are observed both endoscopically and externally to assure proper positioning of feeding tube. Once endoscope is withdrawn completely, gently remove wire guide from feeding tube.¿ prior to distribution, all nasal jejunal feeding tubes are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided regarding placement method, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.